Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia while using the system, with blood glucose decreasing to 69 mg/dl despite prior in-range values and no meal announcements or recent supply changes; the user consumed a small banana which raised glucose, and the user expressed interest in adjusting to a higher glucose target. Symptoms included hypoglycemia. Outcomes included self-treatment with carbohydrate and resolution without escalation of care. Investigation included a user interview and troubleshooting with education regarding meal announcing and consideration of adjusting the glucose target. Investigation of this case revealed no device malfunction or inappropriate insulin corrections, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.